Manufacturer narrative:
The device was returned due safety advisory without identified device or use problem. The device was received with normal output and normal telemetry communication. Visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. The device was cut open to enable further testing and the battery was found at normal level. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. The device is included in the assurity and endurity pacemaker equipment anomaly advisory issued by abbott on 10 oct 2023 for a subset of devices distributed and implanted outside of the united states.

Event description:
It was reported that the device was explanted and replaced prophylactically as it is subject to the assurity and endurity pacemaker equipment anomaly advisory issued by abbott on 10 oct 2023, which applies to a subset of devices distributed and implanted outside of the united states. The patient was in stable condition.